Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the pump with no pump alarm. On unspecified dates and times, the pumps were programmed to deliver unspecified medications. No specific programming parameters were provided. After unspecified lengths of times, air was noted in the tubing distal to the pump with no alarm. There were no reports of air being delivered to patients. There were no reported adverse pt effects and no reported delay of therapies critical to the patients. No medical interventions were reported. Though requested, no add'l info was provided.